Manufacturer narrative:
This follow up correction report is being submitted to correct adverse event or product problem and type of reportable event. Of this report. The complaint investigation and conclusions remain unchanged. PMA/510(k)#: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Device evaluation: complaint device was not returned therefore a document based review will be performed. Document review including IFU review: prior to distribution, all echo-hd-25-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . As the lot number is unknown the device history records could not be reviewed as part of the investigation. The notes section of the instructions for use, ifu0109-5 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-5). Root cause review: the failure of needle broken was concluded from the available information. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force which can be applied when trying to get the needle out of the scope during advancement, it can also be applied when removing the needle. This can lead to sheath and needle damage. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient was sent for a CT scan and contrast which did not detect the broken needle part inside the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up correction report is being submitted to correct adverse event or product problem and type of reportable event of this report. The complaint investigation and conclusions remain unchanged. First pass of 25g needle to a r4 node. No resistance detected or excessive force applied. No needle tip seen on follow up bronchoscopy or CT scan. Patient well, kept in for observation overnight and discharge home this afternoon planned. Dr was able to establish that approx 6mm of distal tip of needle was missing, the stylet was insitu across the core trap during legion puncture.

Manufacturer narrative:
PMA/510(k) #k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: complaint device was not returned therefore a document based review will be performed. Document review including IFU review. Prior to distribution, all echo-hd-25-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . As the lot number is unknown the device history records could not be reviewed as part of the investigation. The notes section of the instructions for use, ifu0109-5 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-5). Root cause review: the failure of needle broken was concluded from the available information. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force which can be applied when trying to get the needle out of the scope during advancement, it can also be applied when removing the needle. This can lead to sheath and needle damage. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient was sent for a CT scan and contrast which did not detect the broken needle part inside the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
First pass of 25g needle to a r4 node. No resistance detected or excessive force applied. No needle tip seen on follow up bronchoscopy or CT scan. Patient well, kept in for observation overnight and discharge home this afternoon planned. Dr was able to establish that approx 6mm of distal tip of needle was missing, the stylet was insitu across the core trap during legion puncture.